Event description:
Medtronic received information of a phrenic nerve palsy during a cryoablation procedure. Pulmonary vein isolation was performed in order of ls, li, rs and ri pulmonary veins. Phrenic nerve palsy was detected during ablation of the rspv. When visual confirmation for twitching was unable to be carried out, fluoroscopic image was checked and confirmed no phrenic nerve movement. The cryoablation procedure continued with ablation in the ripv, although the phrenic nerve palsy had not improved. The cryoablation case was completed.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files also showed at least 9 injections were performed with the catheter and at least 3 injections were performed with an additional focal cryoablation catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.